Event description:
Same case as 6000093-2007-00933 and 6000093-2007-00927. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004. The physician placed a taxus express2 3.0x16mm drug eluting stent to the 80% stenosed lesion located in the proximal right coronary artery (rca). Predilation was performed using a 2.75x10mm cutting balloon at 8 atms. The pt experienced st segment elevation during this inflation. Post dilatation was performed with a 3.25x12mm quantum maverick balloon at 15 atms. No pt complications occurred and the patient was stable post procedure. Medications used during this procedure include; valium, benadryl, versed, fentanyl, angiomax and plavix. In 2007, the pt was cleared to undergo elective left hip surgery, but following her procedure, she had an asystolic arrest. Upon resuscitation the patient was hypotensive, bradycardic and "presumably experienced right ventricular infarction." Angiography revealed that the rca was thrombotically occluded. Angiojet thrombectomy was performed and timi 3 flow was restored. The physician placed a temporary pacemaker at this point. Post procedure the pt again experienced bradycardia and st segment elevation. The rca was thrombotically occluded. Balloon angioplasty was performed with a 3.0x20mm maverick balloon and eventually 2 overlapping taxus express2 3.0x32mm drug eluting stents were deployed distally and immediately proximal to the stent. There was a resistant area that was post dilated at 24 atms. A 3.5mm balloon, unknown type, was then used for additional postdilatation up and down the rca at 12, 15 and 18 atms. During this procedure the patient received adenosine and had 2 episodes of ventricular fibrillation and required cardioversion twice. Shortly, after this intervention the pt became bradycardic and exhibited signs of an acute mi. The physician then determined that the pt had another thrombotic occlusion in the rca. A 3.5mm quantum maverick balloon was then used to break up the clot and timi 3 flow was restored. Medications used during this procedure include; versed, fentanyl, angiomax, nitroglycerin, integrilin and heparin. Post procedure the patient was stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.